Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a no delivery alarm the customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that they tried to deliver a 5 unit fixed prime and it stopped at 0.2 unit and there was an absence of no delivery alarm. Customer also reported that the insulin pump buttons were unresponsive. Customer had a high blood glucose of 400 mg/dl and treated. No high blood glucose troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio or vibrate or absence of alarm anomalies noted during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or drive or motor anomaly noted during testing. The motor was tested outside of the device and passed. Device had intermittent button response on the up arrow button due to flattened dome switch. No button error alarm noted. During visual inspection, the keypad connector on the electrical board was found locked properly. Device uploaded properly using care link. Device had scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.